Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply voltage was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with this event.